Event description:
(B)(6) reported the following event: it was reported that locking compression plate (lcp) periprosthetic set was sent to the customer for a periprosthetic femur fracture. When the set was opened for the surgery, it was found that the inner lumen was not fully cleaned. The surgeon tried to use the tensioner in the set to tension the cable. He had put the cable through the tensioner, but the instrument would not release the cable. The surgeon had to cut the cable and discard it. There is a piece of the cable remaining in the tensioner. The surgery was completed using a competitive cable system. There was a five minute delay to the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: manufacturing release date: december 13, 2004. Pioneer surgical technology manufactured the cable tensioner (part 391.201, lot p305525) for synthes purchase orders. Two (2) receipts of this lot were inspected and conformed to the synthes, incoming final inspection sheet. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Product investigation summary: one of the following device(s) was received: cable tensioner (part 391.201 / lot p305525) the returned device shows significant use during its 10.5+ year lifespan. The gold knob on the device does not operate, but a portion of cable is stuck in the device and cannot be removed. The cause of the complaint condition is unknown, but it is likely that wear and a lack of lubrication are the causes for the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guides. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.